Event description:
On (B)(6) 2025, patient had a right total knee replacement on (B)(6) 2024. She has pain, instability in her joint and laxity. She states, ¿it goes backwards.¿ (B)(6) 2025-patient had a revision right total knee arthroplasty.